Manufacturer narrative:
As it is not known which device exhibited infection, the following additional device is being investigated: hgb161007 sn: (B)(4) UDI: (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent treatment of an abdominal aortic and iliac artery aneurysm with gore® gore® excluder® iliac branch endoprostheses. On (B)(6) 2021 the patient presented with an infected graft. A reintervention was planned for march 22, 2021. On (B)(6) 2021 the patient exhibited an aortic aneurysm rupture. The grafts were explanted emergently, however the patient expired from cardiogenic shock intra-operatively.

Manufacturer narrative:
H6: results code 1: 213: a review of the manufacturing and sterilization records verified the lots met all pre-release manufacturing and sterilization specifications.